Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. A review of the device history record was not possible as no lot or serial number information was provided. However, olympus only ships devices that meet specifications. Based on the results of the legal manufacturer's investigation, it is likely the user did not understand the correct reprocessing steps. However, a definitive root cause of the reported issue could not be identified. The user was trained on the proper reprocessing steps. The device's instruction manual also provides the following, which may help to prevent the issue: "disconnect the forceps/irrigation plug loosen the locking ring and disconnect the forceps/irrigation plug from the endoscope." "Disassembling the forceps/irrigation plug be sure to disassemble the forceps/irrigation plug before it is cleaned, disinfected or sterilized. Otherwise, the forceps/irrigation plug may not be properly cleaned/disinfected/sterilized.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The olympus endoscopy support specialist became aware during review of the cleaning process for the forceps irrigation plug the facility was not taking apart the forceps irrigation plug and incorrectly sterilized the plug along with the scope. No death, injury or infection was reported to olympus. The endoscope is reported on the medwatch with patient identifier (B)(6).